Event description:
Caller states patient tested 7.7 inr on the coaguchek xs system while a comparison lab returned as 4.94 inr. Patient's coumadin dose was held for 2 days and the dose was decreased. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.